Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 300mg/dl and the customer was treated with insulin drip. The customer's insulin pump did not notify them about the battery being low. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.